Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Healthcare professional reported the following on behalf of site: at the time of the surgery, the surgeon reported "impressive" obl (opaque bubble layer), which did not interfere with the laser tracker or treatment left eye; 1 day post op, the surgeon indicated elevated obl in the lasik flap; 1 week post op showed over correction; 2 weeks post op, the reporter reported, "obl was not in the visual axis but the swelling from the residual obl was causing the decreased vision"; 3 weeks post op, the reporter indicated poor vision; 4 weeks post op, reported ucva improvement, but not at desired mark; and 5 weeks post op, reported symptoms continue/not resolved. Mild debris under the flap left eye noted during slit lamp examination.